Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that, following cataract surgery with iol implant, the patient experienced halo¿s and starbursts at night about a month after surgery. The effect reduces as the patient gets closer to the object, such as a car headlights. Reflective signs were very tough as well. The other issues were low light blurriness at distance. Also looking across a large room, banners on a wall were blurry and cannot read writing. Additional information was requested and received. There are two medical device reports associated with this patient. This report is for right eye.

Event description:
Additional information was received that, 4 months post iol implantation is when the patient started experiencing glare, halos, scotopic optic phenomena. Patient also had trace of posterior capsule opacification (pco).

Manufacturer narrative:
Corrected information was provided in a.2., a.3., b.3., b.5., b.6., d.10. And h.6. The manufacturer internal reference number is: (B)(4).